Event description:
It was reported that a spectrum iq infusion pump under-infused during use. The rate was programmed at 150ml per hour with a volume to be infused of 300ml and after an hour had elapsed there was only 50ml delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. The reported under infusion (50ml out of 150ml expected in an hour) was confirmed through testing but to a lesser margin. The device was tested for flow accuracy and under delivered with an accuracy error of 5.9% which does not completely align with the customer error percentage of 66%. A review of the event history log identified an infusion that matched the customer reported event but no abnormalities were observed in the log that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A definitive cause for the customer reported issue was not determined however the m2/m3 will be replaced as well as the door and door hooks per engineering. Should additional relevant information become available, a supplemental report will be submitted.